Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: adrenalectomy. According to the reporter: during the procedure when the endo catch was placed in the bag it tore. There was no unexpected loss of tissue due to the problem. There was no tissue damage as a result of the problem. There was no excessive bleeding. The surgical time was not extended. No injury reported.